Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description/event details: while preparing a 50ml screw-on syringe for pse, I discovered, when opening the sterile device, the tip of the syringe obstructed by a metal tip.

Manufacturer narrative:
(B)(4) follow up MDR for updated device evaluation (sample returned): one sample was provided to our quality team for investigation. Upon inspection, a molding pin was observed within the syringe tip, verifying the reported incident. A device history review was performed for reported lot 2408091, finding one annotation that is related to the reported incident. It was identified during the molding process, one of the cavities was closed due to a broken pin. Six retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no obstructions were identified within any of the syringe tips. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on our investigation and sample evaluation, it was verified this event is related to the incident found during manufacturing, the tip being obstructed by the broken pin. To date, there have been no other similar events reported for this lot. Manufacturing personnel have been notified to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
Description/event details: while preparing a 50ml screw-on syringe for pse, I discovered, when opening the sterile device, the tip of the syringe obstructed by a metal tip the syringe has not been used, the defect was noticed before use.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2408091, finding one annotation that may be related to the reported incident. It was identified during the molding process, one of the cavities was closed due to a broken pin. Six retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no obstructions were identified within any of the syringe tips. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on the description provided, it is possible this event is related to a the incident found during manufacturing, the tip being obstructed by the broken pin. As the sample is not available, this cannot be verified, therefore a definitive root cause cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.